Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported bradycardia, air embolism, and myocardial infarction. Bradycardia, air embolism, and myocardial infarction are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the patient was resuscitated. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. A triclip was implanted successfully. The second triclip passed established final arm angle (efaa) during prep and during the procedure. Post deployment, the clip opened continuously to approximately 60 degrees and was initially closed at 20 degrees before deployment. The 2nd clip was confirmed to be stable on both leaflets; no additional clips were implanted. The final tr was grade 1. There were no reported adverse patient effects and no clinically significant delay.